Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency rom (ER) with hyperglycemia and high ketone levels of 3.1 mmol/l. The patient's blood glucose levels reached 26 mmol/l (468 mg/dl) while wearing the pod on the arm for between 5 and 24 hours. The pod was removed, correction was delivered with injections and a new pod was applied. The patient was released after approximately one hour.